Manufacturer narrative:
Updated data: b1 - adv evnt/prod prob b2 - 2. Outcome attributed to adverse event b5 g2 - report source: study h1 - type of reportable event: the event now meets criteria for a serious injury h6 - annex e, a, f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at 8 years and 1 month following the implant of this transcatheter bioprosthetic valve, imaging showed possible pannus/thrombus versus inadequate contrast filling seen inside transcatheter aortic valve (tav) frame. The sinotubular junction (stj) mean diameter was less than 23 millimeter (mm) which indicated a constrained area for the 29 mm valve. Protruding annular calcification was noted under the left coronary cusp (lcc) that extended into the left ventricular outflow tract (lvot). Calcium was observed in the proximal left coronary artery (lca). Plaque/thrombus was observed in the infrarenal aorta. Two weeks later, the patient presented with complaints of fatigue. Echocardiogram showed severe aortic stenosis (as), aortic valve area (ava) of 0.7 cm2, a mean gradient of 51 millimeters of mercury (mmhg), peak velocity of 4.5 m/s. A cardiac catheterization was performed. Subsequently, a transcatheter aortic valve replacement (tavr) procedure was required. A non-medtronic valve was implanted valve-in-valve and the as resolved. The site reported that they did not have any indication that there was thrombus or pannus on the tav.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years and 1 month following the implant of this transcatheter bioprosthetic valve, the valve failed due to stenosis. No treatment was provided. No adverse patient effects were reported.